Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident and/or complaint reported from this lot. Factors that may contribute to the inability to advance/position and remove the guide wire, and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood, procedural contaminates, damage to the distal shaft of the delivery devices or anatomical conditions. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed on the right coronary artery (rca), moderately calcified lesion. Using a balance middle weight (bmw) universal ii guidewire, a stent was implanted without reported issues. For post-dilatation, an emerge dilatation catheter was inserted and advanced the same bmw ii when resistance was felt. It was decided to remove the emerge catheter. During removal, a resistance and stickiness was felt with the emerge catheter on bmw ii. Both the emerge dilatation catheter and bmw were removed together. The guide catheter stayed in place and the patient was re-wired with a non-abbott wire and another emerge catheter was used without further issues. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.